Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's device was flipped when she "lost a lot of weight years ago." The reporter stated that it was "probably longer than four years ago." It was reported that the device was "moved to the other side." Additional information has been requested but was not available as of the date of this report.